Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother that their insulin pump was alarming no delivery and cracks near the top of the keypad. Customer states that they have changed the reservoir and infusion set, which resolved the issue. Customer declined troubleshooting. Customer's blood glucose level was 157 mg/dl at time of reporting. Nothing further reported.